Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The product was not returned for evaluation, the device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported having a second surgical procedure, lasik, to correct vision. The consumer is having blurred vision and halos making driving difficult. The product was not returned for evaluation, the device remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.